Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported infusion running longer than expected. The customer stated the device is not being returned. A failure investigation could not be performed. Per customer: issue related to the drug library and after changes were made to the library, their issue was resolved.

Event description:
During the review of an event log for a pt incident, a biomed called to ask a question. The question was "if a chemo drug is programmed using body surface area, is it possible the event log would indicate zero for the pts weight?" The biomed also stated the infusion ran longer than expected. No pt harm reported and no medical intervention required. No further pt or event information is available.